Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation, a steerable guide catheter (sgc) was observed to be leaking. A crack was noted on the sgc. Therefore, the sgc was not used and replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak / splash and crack on the steerable guide catheter (sgc) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported leak / splash and crack could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.